Event description:
Livanova deutschland received a report that the coolant was leaking from one of the lines in the compressor during set up. There was no patient involvement.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. As per follow up with the biomed at the customer site, the defective component is not a spare part and it is not possible to repair the hc in the hospital. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
No service activity was performed on-site since the compressor needs to be repaired at the manufacturer's site and there is no evidence of a customer request to ship back the unit for repair. A complaint database review has been performed and no further similar issue has been submitted for this unit since its manufacturing date in 2016. Based on the above facts, the root cause of the reported failure can be traced back to a defective compressor. Taking into account that the unit was manufactured in 2016, the wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.